Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision procedure with a mentor memorygel breast implant 340cc gel breast prosthesis that ruptured post implantation. Rupture of the patient¿s left breast prosthesis was reported. Additionally, the patient developed baker grade IV capsular contracture in her left breast post implantation. The issues were diagnosed via a physical. As a result, the patient underwent explantation on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast prosthesis rupture, capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 03-aug-2022, mentor received additional information about the event. The patient¿s explanted breast prosthesis was replaced with a mentor memorygel breast implant 340cc gel breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 26-apr-2022, the mentor failure analysis lab received the device for evaluation. On 27-apr-2022, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. Additional, the patient developed capsular contracture. The product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had two (2) crease/fold on the anterior view. Additionally, a tear was observed within one of the crease/fold, measuring approximately 7.2 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).